Manufacturer narrative:
The customer has replaced the battery, and the unit is operating as expected. No further information was received after multiple attempts were made to follow up with the customer to obtain additional information.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer reported battery failed. There was no patient involvement.